Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after a implant duration of 24 months due to an unk reason. No other details were provided.